Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units ECG socket is defective.

Event description:
It was reported that during use on patient, the cardiosave intra-aortic balloon pump (iabp) units ECG socket is defective. There was no patient harm reported.

Manufacturer narrative:
Fse replaced the front end board to resolve the issue. Software update and inspection was carried out. The device returned to customer & cleared for clinical use.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h11. The following was performed by (B)(6), technician of the maquet. Failure analysis and testing (fat) department wayne, nj. The failure analysis and testing department received the following part associated with this complaint: nbs front end board, this part was received with a reported unit failure message of ECG port defective. Performed visual inspection of this part received and part looks to be in good condition. Installed front end board into the cardiosave test fixture sn (B)(6) and tested to the factory specifications per revision f and the cardiosave service manual. Performed functional tests and passed. ECG connection worked correctly during test. ECG signal appeared on display. The fat dept. Could not verify the failure message of ECG port defective. End board passed testing. Retaining front end board in the fat dept. Per sop. It was reported that during use on patient, the cardiosave intra-aortic balloon pump (iabp) units ECG socket is defective. There was no patient harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit, the fse found that the ECG socket temporarily without contact. Communication between cardiosave and the trigger temporarily not available. The front end board was renewed to resolve the issue. The software update and inspection was carried out. The device was handed over to the customer fully functional.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h6 (component codes). Corrected fields- d4. Software update was done. A getinge field service engineer (fse) was dispatched to evaluate the unit, the fse found that the ECG socket temporarily without contact. Communication between cardiosave and the trigger temporarily not available. The front-end board was renewed to resolve the issue. The software update and inspection was carried out. The device was handed over to the customer fully functional.